Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to include: embolization (micro and macro) with transient or permanent ischemia a review of the manufacturing records for the device(s) is being conducted.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. Angioplasty was performed using a gore® molding and occlusion balloon catheter (mob). It was reported that preoperatively the patient¿s left renal artery had stenosis present. However, no problem with blood flow was observed. It was also reported that many mural thrombus was noted within the patient¿s aorta. Post deployment of all endoprostheses; a type ii endoleak originating from the inferior mesenteric artery, and diminished blood flow to the left renal artery was reported due to a plaque shifting during the procedure the physician chose to monitor the type ii endoleak and implant a express sd renal monorail premounted stent system in the left renal artery to secure blood flow to the left renal. Post implant, improved blood flow to the left renal artery was reported. The patient tolerated the procedure. The physician does not know if placement of the device; or angioplasty that was performed, caused or contributed to the shift of plaque.